Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: laparoscopy. Pt gender: unk. According to the rptr: spring loaded blunt tip on the needle would not extend after inserted into pt. No pt injury reported.